Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history, and the analysis of the returned clip delivery system (cds) were reviewed. The reported break of the gripper line was confirmed through analysis. Additionally, examination of the gripper line identified two cuts consistent with the manufacturing process, and two broken ends which showed evidence of stretching / necking that was attributed to tensile forces. A kink was observed roughly 169cm from the manufacturing cut end of the longer gripper line segment; however, this kink is likely unrelated to the reported event. The kink was likely caused by manipulation of the clip during functional testing of the device prior to device insertion; however this cannot be definitively determined. Potential causes for the reported break in the gripper line can include, but are not limited to, manufacturing anomalies (such as gripper line wrapping technique), user technique and procedural conditions (such as excessive or forceful gripper lever retraction). With respect to procedural conditions and/or user technique, the break in the gripper line may be influenced by excessive retraction of the gripper lever, excessive force in retracting the gripper lever, or resistance in the gripper line movement during actuation. Based on the information reviewed and the evaluation of the returned device, it is possible that retraction of the gripper lever to the maximum allowable distance per the instructions for use (IFU) may have over tensioned the gripper line, which caused additional stresses on the gripper line, resulting in the gripper line to fracture; however this cannot be definitively confirmed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the electronic complaint handling database indicated there had been no similar gripper line break incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the previously filed medwatch report, additional information received: the second gripper line movement occurred following clip functionality testing. There were no curves on the sleeve shaft during gripper functionality. The gripper lever was not retracted more than 1.5cm during the first or second attempt of gripper functionality. No additional information was provided.

Event description:
This mitraclip clip delivery system is filed for the torn gripper line which occurred during preparation. Although there was no patient involvement, if this were recur in the anatomy, there is potential for serious injury. It was reported that during preparation of the clip delivery system (cds), the gripper functionality was normal with the first movement with the gripper lever. No force was used to raise the grippers, and the lever was not retracted more than 1.5 cm beyond the mark. During the second gripper line movement, it was noted that the gripper lever was moving without the normal resistance, and the grippers were not moving anymore. It was found that the gripper line was torn. This occurred during device preparation. There was no patient involvement and the cds was not used in the anatomy. A new cds was used successfully and the mr grade was reduced to 1 with the implantation of 2 clips. There was no clinically significant delay in the intended procedure. No additional information was provided.